Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Ainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included stress testing, bench handling, and functional testing without duplicating the malfunction. Additionally, the device's airway pressure sensor and autocal valve passed all testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.